Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2015, the lay user/patient contacted lifescan (lfs) alleging her onetouch ultra2 meter was reading inaccurately erratic. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported that she noticed that the subject meter was reading inaccurately erratic, on (B)(6) 2015 at 10:30 pm when she obtained blood glucose results with the subject meter of ¿59, 56, 224, 270, 157 and 78 mg/dl¿ performed within 20 minutes of each other. Based on statistical methodology, the calculated difference between these results falls outside lfs¿ precision criteria. The patient manages her diabetes with a combination of insulin and oral medication. Prior to the start of the alleged issue, the patient reported that she had administered her usual dose of medication (including sliding scale) at 6:00 pm on (B)(6) 2015. She also alleged that ¿about an hour¿ before obtaining the alleged inaccurate erratic results, she had developed symptoms of ¿shaky, drawn, dizzy and sweating¿ and at ¿10:30 pm¿, she consumed food and/or drink as treatment for her symptoms. The patient did not use any other device to test her blood glucose levels. At the time of troubleshooting, the cca noted that the patient was using an approved sample site, her test strips had been stored correctly, the test strip vial was not cracked or broken and the subject meter was set to the correct unit of measure. However, the issue remained unresolved. Replacement products were sent to the patient. Although the patient reported that her symptoms began prior to the start of the alleged issue with the meter, this complaint is being reported as an adverse event because it cannot be determined, at this stage, whether the meter may have started reading inaccurately earlier in the day.

Manufacturer narrative:
The patient¿s meter and test strips have been returned on (B)(6) 2015 and evaluated by lifescan product analysis on (B)(6) 2015 and (B)(6) 2015, respectively, with the following findings: the meter passed all testing with no faults found. The reported issue could not be reproduced. The test strips were also tested and the primary complaint was not confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.